Manufacturer narrative:
(B)(6). It was indicated that the device was discarded therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed the preloaded intraocular lens (iol) was upside down when implanting the lens into patient's eye. The lens made contact with the patient, however, was not fully deployed. Surgeon removed the tip of the injector from patient's eye with lens still present in the tip. It was learnt from follow up that the surgeon noticed haptic was in incorrect orientation as he was inserting lens. Further clarification indicated that the haptic was in the incorrect orientation as it was appearing to come out of the tip up-side down, with lead haptic not coming out in ¿z-orientation¿ (bending from the right) however more in a ¿s-orientation¿ where it was bending from the left. The lens was described to be folded however coming through up-side down. There was no patient injury. The procedure was completed using another lens of same model and diopter. The iol was discarded. No further information available.